Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise can be seen on the rv and ff channels. The pacing threshold has increased from around 0.6v to 3.5v on (B)(6) 2024. Noise lead to an inappropriate vf detection, where a shock was aborted. No inappropriate therapy was delivered. Lead was capped on (B)(6) 2024.